Manufacturer narrative:
(B)(4). The patient height was reported as 64 cm. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced and was hospitalized for suspected peritonitis coincident with peritoneal dialysis (pd) therapy. The suspected peritonitis was manifested by cloudy bags and abdominal pain. The cause of the suspected peritonitis was unknown. Treatment was not reported. The outcome for this event was unknown. No additional information could be obtained regarding this event.